Event description:
Notification was received from the registry indicating the pt experienced insufficient flow following deployment of a 3.0x8mm cypher stent requiring post dilatation. This was the third target lesion being treated and was at the distal right coronary artery (rca). The vessel was a native coronary artery. The vessel was a native coronary artery. Reference vessel diameter was 3.0mm and lesion length was 12mm. Pre-procedure diameter stenosis was 75% and post procedure was zero percent. Timi flow pre and post procedure was ii and iii, respectively. The lesion was de novo with no major side branch involvement and readily accessible at proximal segment. Lesion classification was type b1. Predilatation was not performed. A 6f-guiding catheter was used. A cypher deployed at 20 atms causing insufficient flow requiring post-dilation using a 3.0x8mm balloon at 18 atms. Ivus was not used. The pt was discharged on 100mg aspirin, 75mg clopidogrel, beta-blockers and statins.

Manufacturer narrative:
This pt was randomized to the registry for tree vessel disease. A staged procedure was not planned. The indication for the index procedure was unstable angina pectoris and positive nuclear scan. The first target lesion was at the proximal right coronary artery (rca). The vessel was a native coronary artery. Reference vessel diameter was 3.0mm and lesion length was 12mm. Pre-procedure diameter stenosis was 75% and post procedure was zero percent. Timi flow pre and post procedure was iii. The lesion was de novo with no major side branch involvement and readily accessible at proximal segment. Lesion classification was type b1. Predilatation was not performed. A 6f-guiding catheter was used. A cypher was deployed at 20 atms and post-dilation was not performed. Ivus was not used. The second target lesion was at the mid right coronary artery (rca). The vessel was a native coronary artery. Reference vessel diameter was 3.0mm and lesion length was 22mm. Pre-procedure diameter stenosis was 99% and post procedure was zero percent. Timi flow pre and post procedure was I and iii, respectively. The lesion was de novo with no major side branch involvement and readily accessible at proximal segment. Lesion classification was type c. Predilatation was performed using a 2.5x20mm balloon at 18atms. A 6f-guiding catheter was used. A cypher was deployed at 18 atms and post-dilation was not performed. Ivus was not used. During the one-month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. Two months after the index procedure, the pt underwent revascularization of a non-target vessel (mid-lad) due to stable angina pectoris. There was no evidence of myocardial infarction. This event was reported as unrelated to the index procedure and cordis devices. During the six month, and 12 month follow-up, the pt was asymptomatic and compliant with the antiplatelet regimen. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.